Event description:
It was reported that the target lesion was an eccentric de novo in the mid lad with mild tortuosity and heavy calcification. A bmw guide wire was first attempted, but due to the heavy calcification, a dilatation catheter and the bmw guide wire were joined together to be reinforced and inserted as one device. Secondly, a stent was deployed at the target lesion; however, there was a dissection noted at the target lesion. Thirdly, a new bmw guide wire was inserted with a dilatation catheter (it is uncertain if the device was new or used), the same as the previous practice. This device had no problem in crossing the lesion. The guide wire tip was thought to be kinked after unpacking of the device; however, the physician could not deny the possibility that the tip had been twisted during preparation of the device. This is being reported due to the separated shaping ribbon found during analysis of the returned device.